Manufacturer narrative:
The pt's medical records were requested. A supplemental report will be submitted upon completion of the plant's investigations.

Event description:
The peritoneal dialysis (pd) pt mentioned during a technical support call that he was recently hospitalized. During a follow-up call, the pdrn stated the pt was hospitalized due to chest discomfort. The pt was discharged and diagnosed with acid reflux. The pdrn stated there was no cycler malfunction related to the pt's hospitalization. The pt has continued pd treatment.

Manufacturer narrative:
The actual device was returned to the manufacturer for evaluation and a product investigation was performed. A visual inspection was completed and there were no indications of dried fluid within the cassette compartment. There were no burrs or sharps inside the cassette door that may have punctured the cassette membrane. A simulated treatment was completed without alarms or problems. The valve actuation test, system air leak test, and patient sensor calibration check all passed. The load cell verification was within tolerance. An internal inspection was completed and there were indications of dried fluid. The cause of the encountered dried fluid could not be determined. A batch record review and a device history record review were conducted. A production floor problem report showed that the heater bag was not detected during setup. The device was reworked and the valve was replaced. The device worked properly. Product labeling, material, and process controls were within specifications.